Manufacturer narrative:
Inuftronix received the evaluation report on (B)(6)2019. The reported under-infusion issue was not confirmed. The affected pump was evaluated for the issue on (B)(6)2019. The infusion flow rate was tested three times with the different volume to be infused (vtbi) providing flow rate accuracy deviations of 0.23%, 2.75%, and 4.23% which were all within the +/-5% flow rate deviation specification. The affected device has been scrapped after the testing.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00034).

Manufacturer narrative:
The contract manufacturer is waiting for the affected device for evaluation.

Event description:
A distributor representative reported a pump under-infusion issue to infutronix on 12/03/2018. The distributor received a report from a user facility stating that a patient returned to the facility with a medication bag that looked possibly full while the pump read "99.2 ml infused / 0.8 ml to be infused". There were no occlusions in the line and the infusion rate was set correctly. No patient injury or harm was reported for this case.